Manufacturer narrative:
This lead was surgically abandoned.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that high pacing threshold was attributed to the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.